Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction") and infection ("infections"). The patient was treated with surgery (underwent a diagnostic laparoscopy, removal of left essure coil, left tubal ligation with cautery, and right salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, hypersensitivity and infection outcome was unknown. The reporter considered device dislocation, hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ migration of essure device: left coil in omentum, fimbriate portion of left tube/ failure to occlude fallopian tube/ it was entwined within the omentum') in a 31-year-old female patient who had essure (batch no. 626222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic attacks, diarrhea, vomiting, ovarian cyst (small hemorrhagic cyst within the left ovary), pelvic fluid collection, bloating, urination difficulty, breast discharge (l breast lump), pruritus, urinary retention, hemorrhoids, cervical adenocarcinoma, sepsis, pyelonephritis, anorexia, oliguria, constipation, dizziness, migraine, pelvic abscess and multiparous. Tubal ligation seen in pfs report. Concurrent conditions included bacterial vaginosis and left lower quadrant pain. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009 for pelvic pain female and abdominal pain as well as fluconazole (diflucan) from (B)(6) 2009 to (B)(6) 2010, lorazepam from (B)(6) 2009 to (B)(6) 2014, metronidazole (flagyl) from (B)(6) 2009 to (B)(6) 2010 and sertraline hydrochloride (zoloft) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"), 8 days after insertion of essure. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety / mental anguish"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced pelvic pain ("pelvic pain / pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), genital haemorrhage ("gen.abnormal bleeding"), dermatitis allergic ("rash/skin condition"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (tubal ligation and removal of left coil. Unilateral salpingectomy- right salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, pelvic pain, vaginal discharge, abdominal pain, genital haemorrhage, dermatitis allergic and bacterial vaginosis had resolved and the menstrual disorder, hypersensitivity, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal haemorrhage, menorrhagia, nausea and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, nausea, pelvic pain, post procedural complication, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were three coils seen coming from that tube, on the right so that three coils could be seen. The left coil after much searching was found in detail of the omentum. The right coil was in the right place within the tube. Treatment received for gen.abnormal bleeding, skin/condition, bacterial vaginosis, migration, pelvic pain, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Occlusion (right tube occluded), failure to occlude (close) fallopian tubes.; on (B)(6) 2009: coil has migrated distal out of the tube and now lies in the left upper pelvis with the left fallopian tube patent as evidenced by spill.. Pathology test - on (B)(6) 2010: pathology report final diagnosis: fallopian tube, right, segmental resection: distal portion of fallopian tube, identified. Multiple ( 2) metallic foreign body structures (clinically indicated essure coil material), removed in the course of surgery. Peritoneal cavity, pelvis, material submitted: foreign body metallic material (clinically indicated essure coil), accompanied by non-inflammatory attached fibroadipose tissue; removed in the course of surgery. Gross description: "right fallopian tube with essure coil, left essure coil" is received in formalin and consists of a 3.2 cm in length x 0.2 cm in diameter coiled portion of metallic material with adherent, soft, yellow-tall glistening adipose tissue identified on each end of the coil. Also submitted in the same container is a 5.4 cm in length x 0.7 cm in diameter portion of purplered fallopian tube with intact fimbriae. The fallopian tube is partially transected 2.1 cm from the fimbriated end. Metallic coils extend from the partially transected tube measuring 2.1 cm in length x 0.2 cm in diameter and 3 cm in length x < 0. 1 cm in diameter. A 0.3 cm in greatest dimension unilocular smooth walled peritubal cyst containing clear serous fluid is identified attached to the fallopian tube.. Ultrasound pelvis - on (B)(6) 2009: impression 1. Retroverted uterus 2. There is a 2.3 cm cyst in the left ovary 3. No ovarian torsion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge, anxiety, depression, hypersensitivity, nausea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events added: post removal complications,gen.abnormal bleeding, skin/condition, bacterial vaginosis. Outcome of previously added events migration, pelvic pain, vaginal discharge, abdominal pain were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ migration of essure device: left coil in omentum, fimbriate portion of left tube/ failure to occlude fallopian tube/ it was entwined within the omentum') in a 31-year-old female patient who had essure (batch no. 626222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic attacks, diarrhea, vomiting, ovarian cyst (small hemorrhagic cyst within the left ovary), pelvic fluid collection, bloating, urination difficulty, breast discharge (l breast lump), pruritus, urinary retention, hemorrhoids, cervical adenocarcinoma, sepsis, pyelonephritis, anorexia, oliguria, constipation, dizziness, migraine, pelvic abscess and multiparous. Tubal ligation seen in pfs report. Concurrent conditions included bacterial vaginosis and left lower quadrant pain. Concomitant products included fluconazole (diflucan) from (B)(6)2009 to (B)(6)2010, metronidazole (flagyl) from (B)(6)2009 to (B)(6)2010, nsaids since (B)(6)2009, paracetamol (acetaminophen) since (B)(6)2009 and sertraline hydrochloride (zoloft) from (B)(6)2009 to (B)(6)2010. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"), 8 days after insertion of essure. On (B)(6)2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety / mental anguish"). On (B)(6) 2019, the patient experienced pelvic pain ("pelvic pain / pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (tubal ligation and removal of left coil. Unilateral salpingectomy- right salpingectomy). Essure was removed on (B)(6)2010. At the time of the report, the device dislocation, menstrual disorder, hypersensitivity, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal discharge, vaginal haemorrhage, menorrhagia and nausea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were three coils seen coming from that tube, on the right so that three coils could be seen. The left coil after much searching was found in detail of the omentum. The right coil was in the right place within the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: essure device was successfully occluded. Occlusion (right tube occluded), failure to occlude (close) fallopian tubes.; on (B)(6) 2009: coil has migrated distal out of the tube and now lies in the left upper pelvis with the left fallopian tube patent as evidenced by spill.. Pathology test - on (B)(6)2010: pathology report final diagnosis: fallopian tube, right, segmental resection: distal portion of fallopian tube, identified. Multiple ( 2) metallic foreign body structures (clinically indicated essure coil material), removed in the course of surgery. Peritoneal cavity, pelvis, material submitted: foreign body metallic material (clinically indicated essure coil), accompanied by non-inflammatory attached fibroadipose tissue; removed in the course of surgery. Gross description: "right fallopian tube with essure coil, left essure coil" is received in formalin and consists of a 3.2 cm in length x 0.2 cm in diameter coiled portion of metallic material with adherent, soft, yellow-tall glistening adipose tissue identified on each end of the coil. Also submitted in the same container is a 5.4 cm in length x 0.7 cm in diameter portion of purplered fallopian tube with intact fimbriae. The fallopian tube is partially transected 2.1 cm from the fimbriated end. Metallic coils extend from the partially transected tube measuring 2.1 cm in length x 0.2 cm in diameter and 3 cm in length x < 0. 1 cm in diameter. A 0.3 cm in greatest dimension unilocular smooth walled peritubal cyst containing clear serous fluid is identified attached to the fallopian tube.. Ultrasound pelvis - on (B)(6)2009: impression 1. Retroverted uterus 2. There is a 2.3 cm cyst in the left ovary 3. No ovarian torsion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge, anxiety, depression, hypersensitivity, nausea. Most recent follow-up information incorporated above includes: on 30-jul-2019: plaintiff fact sheet and medical record received. Essure removal date added. Lot number newly added. Events: bladder disorder, urinary tract disorder, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migration of essure device: left coil in omentum,/ failure to occlude (close) fallopian tube(s), infection (bladder/ urinary tract/vaginal): vaginal, depression, anxiety/mental anguish, vaginal discharge, abnormal bleeding vaginal, menorrhagia, nausea were newly added. Outcome of event pelvic pain was changed from unknown to recovering/ resolving. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ migration of essure device: left coil in omentum, fimbriate portion of left tube/ failure to occlude fallopian tube/ it was entwined within the omentum') in a 31-year-old female patient who had essure (batch no. 626222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic attacks, diarrhea, vomiting, ovarian cyst (small hemorrhagic cyst within the left ovary), pelvic fluid collection, bloating, urination difficulty, breast discharge (l breast lump), pruritus, urinary retention, hemorrhoids, cervical adenocarcinoma, sepsis, pyelonephritis, anorexia, oliguria, constipation, dizziness, migraine, pelvic abscess and multiparous. Tubal ligation seen in pfs report. Concurrent conditions included bacterial vaginosis and left lower quadrant pain. Concomitant products included fluconazole (diflucan) from (B)(6) 2009 to (B)(6) 2010, metronidazole (flagyl) from (B)(6) 2009 to (B)(6) 2010, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since march 2009 and sertraline hydrochloride (zoloft) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"), 8 days after insertion of essure. On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety / mental anguish"). On (B)(6) 2019, the patient experienced pelvic pain ("pelvic pain / pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (tubal ligation and removal of left coil. Unilateral salpingectomy- right salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, menstrual disorder, hypersensitivity, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal discharge, vaginal haemorrhage, menorrhagia and nausea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were three coils seen coming from that tube, on the right so that three coils could be seen. The left coil after much searching was found in detail of the omentum. The right coil was in the right place within the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Occlusion (right tube occluded), failure to occlude (close) fallopian tubes.; on (B)(6) 2009: coil has migrated distal out of the tube and now lies in the left upper pelvis with the left fallopian tube patent as evidenced by spill. Pathology test - on (B)(6) 2010: pathology report final diagnosis: fallopian tube, right, segmental resection: distal portion of fallopian tube, identified. Multiple ( 2) metallic foreign body structures (clinically indicated essure coil material), removed in the course of surgery. Peritoneal cavity, pelvis, material submitted: foreign body metallic material (clinically indicated essure coil), accompanied by non-inflammatory attached fibroadipose tissue; removed in the course of surgery. Gross description: "right fallopian tube with essure coil, left essure coil" is received in formalin and consists of a 3.2 cm in length x 0.2 cm in diameter coiled portion of metallic material with adherent, soft, yellow-tall glistening adipose tissue identified on each end of the coil. Also submitted in the same container is a 5.4 cm in length x 0.7 cm in diameter portion of purple-red fallopian tube with intact fimbriae. The fallopian tube is partially transected 2.1 cm from the fimbriated end. Metallic coils extend from the partially transected tube measuring 2.1 cm in length x 0.2 cm in diameter and 3 cm in length x < 0. 1 cm in diameter. A 0.3 cm in greatest dimension unilocular smooth walled peritubal cyst containing clear serous fluid is identified attached to the fallopian tube.. Ultrasound pelvis - on (B)(6) 2009: impression 1. Retroverted uterus 2. There is a 2.3 cm cyst in the left ovary 3. No ovarian torsion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge, anxiety, depression, hypersensitivity, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ migration of essure device: left coil in omentum, fimbriate portion of left tube/ failure to occlude fallopian tube/ it was entwined within the omentum') in a 31-year-old female patient who had essure (batch no. 626222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic attacks, diarrhea, vomiting, ovarian cyst (small hemorrhagic cyst within the left ovary), pelvic fluid collection, bloating, urination difficulty, breast discharge (l breast lump), pruritus, urinary retention, hemorrhoids, cervical adenocarcinoma, sepsis, pyelonephritis, anorexia, oliguria, constipation, dizziness, migraine, pelvic abscess and multiparous. Tubal ligation seen in pfs report. Concurrent conditions included bacterial vaginosis and left lower quadrant pain. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009 for pelvic pain female and abdominal pain as well as fluconazole (diflucan) from april 2009 to january 2010, lorazepam from april 2009 to july 2014, metronidazole (flagyl) from april 2009 to january 2010 and sertraline hydrochloride (zoloft) from april 2009 to january 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"), 8 days after insertion of essure. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety / mental anguish"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced pelvic pain ("pelvic pain / pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (tubal ligation and removal of left coil. Unilateral salpingectomy- right salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, menstrual disorder, hypersensitivity, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal discharge, vaginal haemorrhage, menorrhagia and nausea outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were three coils seen coming from that tube, on the right so that three coils could be seen. The left coil after much searching was found in detail of the omentum. The right coil was in the right place within the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Occlusion (right tube occluded), failure to occlude (close) fallopian tubes.; on (B)(6) 2009: coil has migrated distal out of the tube and now lies in the left upper pelvis with the left fallopian tube patent as evidenced by spill.. Pathology test - on (B)(6) 2010: pathology report final diagnosis: fallopian tube, right, segmental resection: distal portion of fallopian tube, identified. Multiple ( 2) metallic foreign body structures (clinically indicated essure coil material), removed in the course of surgery. Peritoneal cavity, pelvis, material submitted: foreign body metallic material (clinically indicated essure coil), accompanied by non-inflammatory attached fibroadipose tissue; removed in the course of surgery. Gross description: "right fallopian tube with essure coil, left essure coil" is received in formalin and consists of a 3.2 cm in length x 0.2 cm in diameter coiled portion of metallic material with adherent, soft, yellow-tall glistening adipose tissue identified on each end of the coil. Also submitted in the same container is a 5.4 cm in length x 0.7 cm in diameter portion of purple/red fallopian tube with intact fimbriae. The fallopian tube is partially transected 2.1 cm from the fimbriated end. Metallic coils extend from the partially transected tube measuring 2.1 cm in length x 0.2 cm in diameter and 3 cm in length x < 0. 1 cm in diameter. A 0.3 cm in greatest dimension unilocular smooth walled peritubal cyst containing clear serous fluid is identified attached to the fallopian tube. Ultrasound pelvis - on (B)(6) 2009: impression 1. Retroverted uterus 2. There is a 2.3 cm cyst in the left ovary 3. No ovarian torsion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge, anxiety, depression, hypersensitivity, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: plaintiff fact sheet was received. Event added from pfs- abdominal pain. Event onset date were added. Event outcome were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction") and infection ("infections"). The patient was treated with surgery (underwent a diagnostic laparoscopy, removal of left essure coil, left tubal ligation with cautery,). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, hypersensitivity and infection outcome was unknown. The reporter considered device dislocation, hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality-safety evaluation of ptc(product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.